Event description:
It was reported that post-paced t wave oversensing was observed. Programming change was made, however additional programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.